Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's lid was too tight and would not open. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was evaluated onsite by a zoll representative. Zoll representative, and it was confirmed the covers appear to be more difficult to remove than typical. The cover was able to be removed and replaced at the customers request. The device passed functional testing and was put back into service. Analysis of reports of this type has not identified an increase in trend.